Event description:
It was reported there was premature battery depletion. The device was implanted and also noted as having continuous high intensity. The patient had a return of their pain syndrome. The patient was hospitalized for under 24 hours and the device was explanted and replaced. The event was considered resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was a change of the stimulator and the material was destroyed according to the procedure.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).